Event description:
Allegedly, patient was revised due to mom complications: elevated cobalt and chromium metal ion levels; pain; evidence of fluid collection and pseudotumor; evidence of necrotic tissue and thinned gluteus medius muscle; extensive bone loss with osteolytic defects requiring bone grafting; bone loss.

Manufacturer narrative:
This is the same event as 3010536692-2015-00929. (B)(4).